Manufacturer narrative:
The fse evaluated the device on-site, and an error message was reported on the shock equipment display screen with an x on rfu (ready for use). As a result, a therapy pca and capacitor have been ordered to resolve the issue, and the machine is currently out of use. The device remains at the customer site, and no further evaluation is necessary at this time.

Event description:
It was reported to philips that the device failed the operational test. There was no patient involvement.